Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was unknown at the time of the incident. The customer was able to clear the alarm and able to rewind the insulin pump. The customer state that alarm recur again. The customer was advice the pump will need to be replaced. The insulin pump will be return for analysis.

Manufacturer narrative:
Device alarmed unexpected restart after battery change and resets time or date to factory default due to c13 voltage leak at interface board.